Event description:
It was reported that the customer had high blood glucose levels of 250 mg/dl. It was reported that the customer had just gotten out of the hospital. It was also reported that the customer was hospitalized due to high blood glucose levels for five days from the (B)(6) 2014. It was also reported that the insulin pump of the customer was not working. The customer was advised to call back once he feels better for troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.